Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reported by the vad coordinator that the patient was at home when she noticed and heard a red heart alarm and a grinding sound, then the pump stopped. The patient hand-pumped herself, called 911 and then called the hospital. She was brought into the ER by ems and was placed on pneumatic support using a stroke volume limiter (svl) and drive console. The hospital then contacted the implant hospital for anticipated patient transfer and lvad exchange. A few days later, it was reported to the manufacture's clinical specialist that the patient experienced a cva and the hospital staff was having end of life discussions with the family. The inr was 3.0 when it occurred and the hospital wasn't sure what the CT scan of her head showed to r/o embolic versue a bleed. A couple of days later the manufactures's clinical specialist called the CT ICU and spoke with the charge nurse. The charge nurse reported that the patient expired. The hospital's vad team felt that the patient had a showering of smboli and arrested.